Event description:
It was reported that information was received from a patient (pt) regarding an external device recharger. The caller stated that the recharger for their implant on the right side is not working; there is a red flashing light on the device and they can't get the implant to take a charge. Caller stated their implantable neurostimulator (ins) is at 25%. Agent walked caller through hard reset of the wireless recharger. Troubleshooting did not resolve the reported issue. A request was sent to repair to replace the wireless recharger. Patient called back to follow up regarding the wireless recharger (wr) replacement that was being shipped. Agent reviewed shipping expectations, and patient stated that they weren't sure if the charging dock was not working as well. Agent reviewed previously explained information, then patient provided product feedback including the wr being really slippering on the hands which has resulted in the wr falling to the floor often. During the call, someone else was speaking on the patient's behalf, reporting that when they tried to pair the handset and the wr, the handset was giving them a code with the number '17' and some other numbers. Caller then confirmed seeing a message saying, "no communication fault", and after trying to reset the wr again, nothing happened. Caller also mentioned that they were seeing messages saying, "is the recharger near the handset" and "position the recharger near the handset" as well as the service code 1713 and that the patient's mouth got crooked or twisted when they got up this morning. Caller also mentioned that when the therapy is turned off, they're shaking or trembling, but did not confirm if the therapy was turned off yet. Agent redirected the patient to their healthcare professional (hcp) to further address the issue. Caller stated that they will see the hcp to see if they can get help. Patient called back in reporting that the replacement for their wireless recharger (wr) was still not working. Patient also had someone speaking on their behalf but did not provide their name or information. Caller stated that their wr was not charging their implant, and they didn't know how to charge their implant using the wr or how to "keep" the charge. Agent offered to walk caller through troubleshooting, but interpreter then disconnected before troubleshooting could begin. Agent walked caller through connecting handset to the replacement wireless recharger. Caller confirmed ins is 50% therapy on and charging exce llent. Agent reviewed basic functionality of the recharger application, therapy application and changing expectations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.